Event description:
It was reported that prior to use foreign matter was discovered on needle with a bd needle 19ga 1-1/2in tw. The following information was provided by the initial reporter: the needle is showing contamination.

Manufacturer narrative:
Investigation: bd has been provided with a photo for catalog 301500 lot 180926 to investigate for this record. Visual examination of the photo shows small white particle threads on the edge of the cannula surface which may consists of some plastic flakes coming from the shield. As a result, bd was able to verify the reported issue. During the molding process some plastic thread could have remained in the shield because of static electricity. DHR showed no indication of the alleged defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered on needle with a bd needle 19ga 1-1/2in (B)(4). The following information was provided by the initial reporter: the needle is showing contamination.